Manufacturer narrative:
A medivators service technician arrived onsite to inspect the unit and found that the water leak was coming from the elbow fitting under the filter housing. The technician replaced the elbow fitting, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their ssd-201 automated endoscope reprocessor was leaking water onto the floor. No report of injury.